Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, the aligners caused their teeth to be loose. And they have cuts and blisters from them. They stopped wearing the aligners, due to this. Evaluating for mobility and provided discomfort tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.